Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the placement of the angio-seal 6f device was successful during a a femoral access, percutaneous coronary intervention (pci) to left anterior descending artery (lad), followed up with radiography for visualization. The patient was fine and was discharged. Fourteen hours after placement of the angio-seal the patient returned due to the angio-seal popping out. There was a pseudo-aneurysm at the access site. Failed closure. A thrombin injection was given and popped out a second time. Tried thrombin one more time and it worked. Final result, no vascular, neurological or hemodynamic compromise. Additional information was received on july 2, 2019: no required surgical intervention was required. The sheath size used was 6fr. A pre-deployment angiogram was performed. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.